Event description:
In 4/01, testing of pacemaker system suggested a possible fault in the electrode system. Pt taken to or, but testing revealed an excellent threshold and poor contact with the generator unit was suggested. No intermittent problems were identified. A new generator was connected, which initially functioned well. Within a short time following the new generator insertion, the pt's pacemaker system completely ceased functioning. Pt was taken to the or again and a new bipolar atrial electrode was placed. The pt tolerated the procedure well and was discharged 3 days later.